Event description:
Event detail: it was reported through the knee registry that the pt was diagnosed with femoral implant loosening. This resulted in a revision of the pt's tka on (B) (6) 2009. Add'l info: as a result of the femoral implant being revised, the tibial component was also revised. No issues were reported with the tibial implant.

Manufacturer narrative:
Revision of the tibia (tmt's component) was performed due to a loosening of the femoral component (non-zimmer tmt implant). No issue has been indicated with the tibial component. A review of the implant's device history record indicates that it was manufactured to specification.